Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log file showed a voltage error on the output 24v1 bank-a m-cab. Upon troubleshooting, fse found an issue with dcps(direct current power supply) from m cabinet. To resolve the issue, fse replaced the dcps. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.